Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had in-office device checks and in-office interrogation. Chest x-ray revealed rv lead is slightly pulled back, however, sensing, impedance and threshold values are within normal limits. All other lead values within normal limits as well. No other issues noted. No actions/interventions performed, as all testing shows lead values within normal limits.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were impedance drops noted on the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads since implant with a low rv lead impedance warning and varying lv lead impedance also noted. It was also noted that there was no capture from the ra lead at times with a correlating signal from the atrial pace noted on the rv channel followed by true rv activity. Additionally, there were some episodes which noted an immediate signal on the ra channel from rv lead activity which was not consistent with far field r-wave (ffrw) oversensing but followed by potential ffrw oversensing. The ra, rv and lv leads remain in use. No patient complications have been reported as a result of this event.